Manufacturer narrative:
On jan 7 2021, additional information was received: the date of the event was identified as on (B)(6) 2019. The patient experienced deflation of the left-side tissue expander. The left-side device was identified as a ce med hgt tissue expander w/sut tabs 450cc, catalog number: 3549223, lot number: 7709238. Based on the reported information, there were no product issues or surgical interventions performed for the right-side expander. The reported lot number is invalid and is not associated with any mentor tissue expanders. A manufacturing record evaluation cannot be completed as a result. This report is for the left breast prosthesis. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast implantation procedure with unspecified mentor tissue expanders. The devices were removed on (B)(6) 2020 for unspecified reasons. Follow-ups were performed to gather more information, but none has been forthcoming. If additional information is received, a supplemental report will be submitted. This report is for the first of two devices.